Event description:
It was reported that the pump screen went blank unexpectedly. During troubleshooting with tandem technical support it was discovered that the customer accidentally placed the pump into storage mode. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.